Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 instrument was fired by the surgeon and the distal staple line was visibly not completely closed. The surgeon used one endostitch to repair the defect.